Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness, developed chills and fever. The patient was admitted for bacteremia on (B)(6) 2018. Blood cultures tested positive and the patient was treated with antibiotics. The site indicated that the patient has a history of chronic multi-organism driveline infection which caused the bacteremia. The infection was resolved, and the patient was discharged on (B)(6) 2018. It was further reported that the patient was readmitted for bacteremia on (B)(6) 2018. Blood cultures were collected and tested positive again. The patient was administered antibiotics on (B)(6) 2018. The patient¿s status continued to decline, and the patient was transitioned to hospice care and comfort measures only on (b)(6 2018). It was noted that the patient was afebrile. It was further reported that the patient¿s ventricular assist device (vad) was turned off. The patient subsequently expired.